Event description:
Complaint was reported as: the anesthetist found an air leak out of the balloon, when preparing for an operation. No report of pt injury.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the investigation are not available at the time of this report.